Event description:
Guide wire was advanced across the stenosis in the lad artery and went into the septal. The wire then seemed to get stuck in the septal, and as it was pulled back to advance into the main lad artery, the distal tip (approx 5mm) broke off and remained in the septal.